Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronics assembly. The device was received with cracked case at the display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call blank display and moisture damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer's three year old child brushed their teeth and got the device wet. Customer's insulin pump had moisture under the lcd display screen. Customer declined to troubleshoot for blank display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.